Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: etlw1610c124e, serial/lot #: (B)(6), ubd: 09-oct-2024, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a ruptured 45mm aaa. It was reported that the patient had a type I endoleak at the end of the procedure. It was reported approximatley 2 years post the index procedure the patient was treated for a rupture due to the type ia. 10 endoanchors were placed, however on the post-angio the type ia endoleak remained. It was reported one month post the endoanchor procedure that the main body and limbs were explanted. As the patient was moved to the hospital bed, the patient had a heart attack and expired in the operation room. Per the physician the cause of the endoleak was due to under-sizing. The cause of death was valvular heart disease.